Event description:
Information received indicating that the cadd ms3 pump's batteries were running low very quickly. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with damaged rear housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation, unable to duplicate the customer stated problem. According to the investigation, testing of the device was performed and the device ran program for an extended period of time with no issues occurring. Therefore, no problem found with the reported issue. However, the investigation recommended replacing the pump microprocessor board as preventive measure. The problem source of the reported problem is unknown.